Manufacturer narrative:
No part was available as it remains in the patient, and no imaging was available to review. It is unclear whether some damage occurred to the plate or sliders inter-operatively. The observed overall risk level is low, which matches the observed anticipated risk level. No cause could be determined as to the reported issue.

Event description:
It was reported that resonate screws are backing out of the plate post-operatively.